Event description:
It was reported that pump screen was dark and would not turn on, and although pump eventually turned on, caller experienced extreme difficulty pressing button and often needed multiple presses. There was no reported impact to the customer¿s blood glucose level. Customer was instructed on specific steps to press button, advised to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump while confirming shipping address, instructing caller to place existing pump in storage mode, transfer pump settings and connect cgm to replacement, and return problematic pump using prepaid label within 10 days.